Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is alarming critical pump error 35. The customer reported that there is a crack on the back of the insulin pump. The insulin pump was alarming with error's 35,37,38,39,41,42,43,79,80,82 and 130. During troubleshooting the alarm history was unable to get to and the customer cannot rewind the pump. The customer's blood glucose was 180 mg/dl. The insulin pump is returning.

Manufacturer narrative:
Unit was received with critical pump error and pump error confirmed in history file due moisture damage to force sensor. Unit was received with corroded electronic assemblies and corroded motor home switch. Unit was received with minor scratches on case, cracked case corner of the belt clip rails near the battery compartment, cracked retainer and minor scratches on lcd window.